Manufacturer narrative:
During the initial implant procedure for this patient, intra-op testing showed appropriate depth and feedback from the implantable pulse generator (ipg). After noting communication problems, ultrasound imaging was performed showing the ipg was at a depth of 1.5cm and that the ipg was actively migrating within the pocket when the patient moved to an upright position, further contributing to the communication issues. During the revision procedure, the physician elected to leave the original ipg header in the original pocket and create a new pocket for the new ipg. Patient reports significant and sustained pain relief after the revision.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023, targetting the cluneal nerve to treat lower back pain. The system was activated on (B)(6) 2023. After activating the system, the patient reported problems with communication between the implantable pulse generator (ipg) and the external therapy discs. Testing confirmed that the ipg had migrated after being implanted, thus making communication with the therapy discs problematic. A surgical revision was performed on (B)(6) 2023, replacing the ipg. The original ipg was left in the existing pocket with a new pocket being created for the replacement ipg. Patient reports they are receiving sustained significant pain relief and the communication issues have been resolved with the ipg in the new location.